Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 152 months after the implantation this lead was exchanged due to intermittent oversensing.

Manufacturer narrative:
Upon receipt the lead was found cut 6 and 42 cm proximal to the lead tip. The proximal part including the serial number was not returned. An explantation aid was still inserted in the medial lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The visual inspection revealed severe abrasion marks at several positions of the lead segments. In particular at 21 cm and between 11.5 and 0.5 cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Between 6 and 7 cm proximal to the lead tip the lead body and the insulation of the conductor cable leading to the ring electrode were found abraded through. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv shock coil as well as the fractured conductor cables leading to the shock coil and ring electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.